Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a leak from the hemostatic valve occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking from the valve after the catheter had been reintroduced into the sheath. The procedure was over therefore the sheath was not replaced. Additional information was received indicating the hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The physician said the white foam material was knocked loose but fell back into place. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal and there was no blood return observed. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a leak from the hemostatic valve occurred. It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was leaking from the valve after the catheter had been reintroduced into the sheath. The procedure was over therefore the sheath was not replaced. Device evaluation details: on 4-may-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of the backpressure test of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Visual analysis of the returned product revealed that no damage or anomalies were observed on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)